Event description:
Reportable based on device analysis completed on 11-nov-2025. It was reported that difficulty in tracking over wire occurred. A 3.50 x 28mm synergy xd drug-eluting stent was advanced but would not load on the wire. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed shaft polymer extrusion ruptured.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: synergy xd mr us 3.50 x 28mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. However, microscopic examination identified that the outer lumen was perforated outwardly 8.7cm from the distal tip; no bunching or stretching was detected. Microscopic analysis of the stent identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. A wire insertion test was performed. The device could not be loaded on a 0.014-inch test guidewire as it exited the polymer extrusion at the same point as the identified outer lumen perforation indicating the inner lumen was also perforated.